Event description:
A report received from (B)(6) stating that the device would not rotate or run. The device was not used in surgery. The date of the event is unknown. No additional information is available.

Manufacturer narrative:
The device has been received by (B)(4). The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).